Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that a user¿s charging pad for the ilet was not functioning, as indicated by no status light despite unplugging and re-plugging, and a replacement was arranged. Symptoms included no adverse clinical effects. Outcomes included no impact on health and no alerts or alarms. Investigation included basic troubleshooting and user education, confirmation of shipment of replacement supplies, and recommendation to use an alternate charging pad. Investigation of this case revealed a nonfunctional external charging accessory consistent with a suspected device component malfunction limited to the charger. It was concluded, based on previously established findings for similar reports, that the cause was an accessory malfunction due to component failure of the charging pad.